Event description:
It was reported that the caller indicated that the transtelephonic monitor (ttm) has been getting "more and more noisy." The product remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.